Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.13 ng/ml on a patient. Date/time: (B)(6) 2011, 1950, (whole blood) I-stat: 0.13. Date/time: (B)(6) 2011, (whole blood) I-stat, 0.00, (plasma) eci (lab): <0.012. The suspected discrepant results were not released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).